Manufacturer narrative:
After further review of additional information received. (H3) the evaluation noted that revision reported was likely the result of the patient¿s reported nickel allergy. The observed prosthesis wear was likely due to the reported medial tilt of the femoral component which led to a greater amount of force being applied to the medial aspect of the tibial insert as well as internal torsion, subsequently leading to micromotion and increased wear on the medial side. The most probable root cause associated with the reported event of "prosthesis wear" is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances. Section d10: concomitant medical products: logic femoral ps cem right sz 3 (cat#: 02-010-01-0330 / serial#: (B)(6), section d1: brand name section d4: model number, catalog number, serial number, expiration date, section h4: device manufacture date.

Manufacturer narrative:
Additional information - b6, b7, d8, d10. H7, & h9. D10. Serial #: (B)(6), category #: 200-02-29 - three peg patella 29mm, serial #: (B)(6), category #: 204-34-02 - fluted stem extension 25l x 14 mm. These devices are used for treatment not diagnosis. No other information is available.

Manufacturer narrative:
Concomitant medical products. Logic tibia implant psc insert, sz 3, 15mm (cat#: 02-012-44-3015 / serial#: (B)(4)). Optetrak logic fit tibial tray 3f/3t (cat#: 02-012-45-3039 / serial#: (B)(4)). Three peg patella 29mm (cat#: 200-02-29 / serial#: (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
Approximately 5.5 yr postop the initial implant, this (B)(6) y/o female patient had knee pain soft tissue swelling often on throughout the years. The surgeon had the patient do a nickel allergy test which came back positive for nickel allergy. On (B)(6) 2021 she was revised the knee to s&n oxinium. The femur had a medial tilt that created significant wear medially on the poly insert, as well as notching of the psc spine. The patient is obese and diabetic with rheumatoid arthritis. The devices will be returned. Patient was last known to be in stable condition following the event.